Event description:
It was reported that there was a history anomaly in the customer's insulin pump. The customer's blood glucose was 118 mg/dl. In the alarm history there were no alarms present since (B)(6) 2014. The caller stated that the daily basal and bolus delivery history was not correct for two days. The caller uploaded the information into carelink but there still was no data showing for (B)(6) 2014. The caller stated that they changed the battery that day, but the date, the time, and the other settings were still correctly programmed in the insulin pump. Self test was performed and passed. The caller was advised that the insulin pump will need to be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.